Event description:
It was reported that balloon rupture occurred. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications as a result of this event and the patient condition were good post-procedure.